Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they alleging possible insulin pump was under delivery. The customer blood glucose level was 303 mg/dl at time of incident and treated with bolus. Customer reports they feel okay to troubleshooting. Customer reports consecutive change sensor alerts with different sensors. Customer was able to run the watertight tester procedure. Assisted in performing the watertight tester procedure and result was test passed and lights blinked. The sensor will be and other devices will not be returned for analysis.